Manufacturer narrative:
The account's maintenance stated, all the coils are energizing and the hydraulic fluid level is good and the foot in/out and foot up down works, but nothing else. He took head up valve plunger off to inspect and he said, it seemed to have vacuum pressure on it. He reinstalled the valve without the plunger and the issue returned. He removed the valve to put the plunger back in and the valve had fluid pressure on it. The account's maintenance stated, he removed, cleaned and reinstalled the valves to repair the bed.

Event description:
The account's maintenance alleged, the hydraulic motor will run from the siderail switch or calibration screen, but the foot articulation is the only function that operates. There is no manual function.